Manufacturer narrative:
The system was returned to use with limitations as accepted by the customer due to intermittent switches on the foot switch. The biomed team was provided with the part number for the replacement foot switch and will order and replace the defective part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that switches are intermittent on the foot switch. The clinical use of the system was in use. There was no harm reported to philips.